Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, the customer was getting error 26002 on the patient side cart (psc). Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and found errors 26002, 417, 40084, and 32114. The tse had the staff reboot the system with no changes, and then had the staff do a hard reset with no changes. The tse asked the staff if they have a spare patient side cart (psc) and they did. The staff was swapped out the psc and it powered up normally. The staff was proceeding with the case. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on system and the fault did not occur on start up. After 8 minutes, error 40084 showed pointing to acp4 and acp5. All fiber cables on were green and error 319 was not present. The fse power cycled and the error did not return. System faulted when removing acp4/shoulder cover. Fse found a unseated fiber cable going into acpd on acp4. After reseating the cable, issue did not return. The customer and clinical sales representative (csr) were notified of the completion of the service and the solution. No part replacement were required. System inspected, tested and verified as ready for use. No image or video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that may have been related to the reported complaint that occurred during the component separation tar surgical procedure. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted component separation tar surgical procedure, the customer received a non-recoverable error. The customer was not able to resolve the non-recoverable error through troubleshooting and converted the procedure to another patient side cart to complete the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.